Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 146mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and cracked lcd window.